Event description:
It was reported that the luer on a stopcock was damaged after 2 days of patient use. The damage was reported to be a crack which resulted in a small amount of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was evaluated against the reported condition of a damaged stopcock luer. The device was visual inspected and the reported condition was confirmed. Several cracks on the device were noted. However, no cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.